Event description:
A pt reported they were unable to test due to test strips not fitting into the test strip port. Their one touch ultra meter allegedly had an issue with the test strips port. There was no result on their meter. No other tests or comparisons made. Not treated. No further info has been reported.